Event description:
Alleged discrepant false negative urine vs. Serum quantitative test. No further details and no samples available to return for testing.

Manufacturer narrative:
Controls: 25miu/ml hcg control, urine, lot #0612571; 100miu/ml hcg control, urine, lot #0612573; 500iu/ml hcg control, urine, lot #hcg080307r. Summary of results: the retention tests met qc specification. Correct positive results were showed when tested with 25miu/ml hcg urine control. Correct positive results were showed when tested with 100miu/ml hcg control and 500iu/ml hcg urine control. No false negative was found in the test. Probable root cause: the urine sample is very likely to be influenced by many factors, such as taking in too much water before testing, which will dilute the urine specimen and decrease the hcg concentration in urine. So we suggest the patient test with the first morning urine. Conclusion: from our testing, all the results met specification. Complaint is not confirmed. Nothing abnormal was found in batch review. Product number, product description and lot number were verified. No corrective action required as no product deficiency was established.